Event description:
This 52 year old female underwent bilateral breast augmentation with silicone breast implants in 1975 after initial unsuccessful silicone injections caused complications requiring resconstruction. The manufacturer of the implants is unknown to this reporting facility. The patient wished removal of the implants due to irregular contours of the breast. Gross exam: both breasts prosthesis were rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.